Event description:
The customer stated that he was treated by the paramedics due to low blood glucose levels. The customer stated that he was working on his yard and lost consciousness prior to the event. The customer's blood glucose reading was 32 mg/dl when the paramedics arrived. The customer stated that he did receive a low glucose alarm, but he ignored it. The customer understood his error. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.